Event description:
It was reported that the user experienced low blood glucose while using the ilet, with the ilet displaying 56 mg/dl after a rapid drop; the user treated with oral glucose and food, and a fingerstick measured 112 mg/dl, after which the agent guided a sensor confirmation on the ilet and provided education to treat hypoglycemia first before announcing a meal. Symptoms included hypoglycemia. Outcomes included resolution of the low following oral glucose. Investigation included review of the bionic report and real-time troubleshooting with sensor confirmation on the ilet. Investigation of this case revealed that the event was consistent with hypoglycemia with discordant readings between the cgm value and fingerstick, addressed by confirming the sensor and providing education on hypoglycemia treatment prior to meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with treating a low and timing of meal announcement, with cgm confirmation resolving the discrepancy.